Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer initially called because she had gotten a result of hi on the contour next ez, but the complaint did not meet criteria to be reported. During the call, while accessing the memory, the customer was able to view only one reading when there should have been more. Specific information was not provided. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A new meter was sent to her.

Manufacturer narrative:
The meter was returned for evaluation. There were seven results recorded in the returned meter between 6/6/2018 and 6/11/2018. Unclear why customer claimed only one result in memory when seven were present.